Manufacturer narrative:
D.2b medical device type: one additional code applies; jka d.2a.common device name: blood specimen collection device; intravascular administration set. E1: initial reporter facility name (B)(6) hospital. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed, and it shows blood splatter on the finger. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage based on the photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the end section of the rubber plug leaked blood on (3) devices. No patient impact reported.